Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Improper or incorrect procedure or method - patient selection. It was reported that the patient was morbidly obese with a deep subcutaneous tissue tract. The starclose se instructions for use state under special patient populations, the safety and effectiveness of the starclose vascular closure system have not been established, in the patient populations who are morbidly obese (body mass index > 35 kg/m2).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se indicated that the device was inadvertently pulled out of the artery with the locator wings in fully deployed position, suggesting that this might have been occurred while attempting to position the wings against the arterial wall. The device was returned partially deployed and the returned condition substantiated the reported product experience. During lab testing, the device was cleaned, re-assembled, and re-deployed successfully as designed. Based on the investigation findings, the device was partially deployed and the probable cause for the reported loss of arterial access is related to the operational context in the use of the device. Consistent with the reported information, the physician believed the product experience occurred due to the morbid obesity of the patient and not product quality deficiency. No manufacturing or quality deficiency was detected as a result of this investigation. The instructions for use (IFU), under special patient populations section, states: the safety and effectiveness of the starclose se vascular closure system have not been established in patients who are morbidly obese. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with reported loss of arterial access during use. There does not appear to be any indication of a lot product quality deficiency.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the right common femoral artery was attempted initially with a non-abbott closure device but the device could not be delivered to the vessel. Reportedly, during insertion of the starclose se, the device was inadvertently pulled out of the vessel resulting in the loss of vessel access. Manual arterial compression and a mechanical non-abbott device were used to achieve hemostasis. Percutaneous cannulation of the vessel was reported to be difficult due to a deep subcutaneous tissue tract with deformations in the adipose tissue. The physician believed the product experience occurred due to the morbid obesity of the patient, but did not experience any issues with the starclose se device. There were no reported adverse patient effects and the patient was discharged the next day as planned. The physician was reported to be trained in the use of the starclose se. Device. Though requested, no additional information was provided.